Event description:
Clinical Narrative:Impella 5.5 was inserted via right axillary artery graft site in a 61-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were not reported. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage A. Prior to the insertion of the Impella 5.5 the patient was supported by an Impella CP, inotropes, vasopressors, and respiratory support.On the day of implant there was bleeding noted at the Jackson Pratt drain placed to the axillary site. The bleed was treated by infusion of 3 units of blood and manual pressure to the site. Of note, the patient was on anticoagulants and antiplatelets. The Activated Clotting Time (ACT) at the time of the bleed was reported to be 325 seconds. Abiomed recommends an trending Anticoagulation Time's (ACT) of 160 seconds to 180 seconds while on support.The care was escalated and Extra Corporeal Membrane Oxygenation (ECMO) was added for primary hemodynamic support and the Impella 5.5 was left in place for left ventricular venting.While on support the device functioned as expected, Performance Level P-6 with 4.0L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.After 9 days of support the Impella 5.5 was successfully weaned and explanted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.